Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.

Event description:
It was reported to manufacturer that the vns pt was seen for a follow up appointment on (B) (6) 2009 as the pt was not feeling stimulation of the device for about two months, and she was experiencing an increase in seizure activity during that time as well. An unk type of diagnostic test was performed, which revealed high lead impedance and the end of service status was set to no. The physician opted to increase the pt's device output current and made medication changes to help with the seizure activity. The physician noted that the plan was to contact the surgeon to explore the high lead impedance issue, however, the info received to date indicates that the pt has not yet had a surgical consult. The pt was seen for follow up again in (B) (6) 2009, where high lead impedance resulted again from an unk diagnostic test. The pt has not yet contacted surgeon for a surgical consult. The info received to date indicates that the device is still programmed on. The physician has been notified of the recommendation to disable stimulation based on the high lead impedance result. Good faith attempts to obtain additional info have been made, but have been unsuccessful to date.